Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while preparing for an initial surgical case, damage was noted to the packaging of the stem. The outer package was opened, and it was discovered that the stem had pierced through the inner packaging. There was no patient involvement and no impact to the patient or to the case. There was no medical or surgical intervention. There was no surgical delay. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h6 visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.